Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient started treatment with fortum 1 gram, (frequency, duration and route not reported), meropenem 500 milligrams (frequency, duration and route not reported) and vancomycin 1 gram, (frequency, duration and route not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Age updated previously reported as (B)(6). Upon follow up it was reported that on an unknown date the patient experienced cardiac arrest and died due to the event. It is unknown if the patient recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.